Manufacturer narrative:
Additional info has been requested and will be provided as it becomes available. Follow-up (04/30/2015): new info received from the contactable pharmacist included reaction data (additional event of burn blisters, itching and one was ruptured added, onset date, treatment and outcome of events). This case has been upgraded to a serious, reportable medical device report. Company clinical eval comment: based on the info provided, the events two big burn blisters surfaced and one was ruptured as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the info provided, the events two big burn blisters surfaced and one was ruptured as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, and the event are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
After about 7-8 hours with "comforting warmth" after the removal 2 big burn blisters surfaced, itching and burning [burns second degree], one was ruptured [blister rupture]. After about 7-8 hours with "comforting warmth" after the removal 2 big burn blisters surfaced, itching and burning [pruritus]. Case description: this is a spontaneous report from a contactable pharmacist via customer care center buw and via pch (pifzer consumer healthcare). A female pt of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare heatwrap, lot number and expiration were unk) from an unspecified date, for the first time applied to the lumbar for an unspecified indication. The patient's medical history and concomitant medications were reported to be none. On (B)(6) 2015, the pt experienced two blisters 6 hours after administration of the patch. It was reported that after about 7-8 hours with "comforting warmth" after the removal, two big burn blisters surfaced, itching and burning, one was ruptured, which were treated with burn ointment and analgesics. The action taken in response to the events for thermacare heatwrap were unk. The outcome of the events was resolved on (B)(6) 2015.